Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Patient code: (B)(4) secondary surgery, lens explanted due to excessive vault and significant reduction of irido-corneal angles. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.0/+1.5/83 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The patient's post-op best corrected visual acuity was 20/20.